Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) had a history of slow ventricular tachycardia (vt), and in 2021, multiple bursts of anti-tachycardia pacing (atp) were unsuccessful in converting the vt. Technical services (ts) discussed troubleshooting options and programming considerations at that time. Additional information received nearly four years later reported that this ICD system was explanted and replaced due to an unspecified product performance issue. No additional adverse patient effects were reported, and this ICD was returned for analysis.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Additionally, the product has been received for analysis. Should additional information become available this report will be updated. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) had a history of slow ventricular tachycardia (vt), and in 2021, multiple bursts of anti-tachycardia pacing (atp) were unsuccessful in converting the vt. Technical services (ts) discussed troubleshooting options and programming considerations at that time. Additional information received nearly four years later reported that this ICD system was explanted and replaced due to an unspecified product performance issue. No additional adverse patient effects were reported, and this ICD was returned for analysis.